Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion on the left hand side.  The right atrial (ra) and right ventricular (rv) leads were capped and the rv lead replaced on the right side. No further patient complications have been reported as a result of this event.